Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain/pain/pelvic area"), pregnancy with contraceptive device ("patient was 8 weeks pregnant"), abortion spontaneous ("missed abortion") and haemorrhage in pregnancy ("patient was 8 weeks pregnant with bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included lower abdominal pain, ovarian cyst and uterine fibroid. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and haemorrhage in pregnancy (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device) and surgery (dilation and curettage). Essure (ess205) was removed in (B)(6) 2008. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, abortion spontaneous, hemorrhage in pregnancy, depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, hemorrhage in pregnancy, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: (B)(6) 2005: as per mr: lady with pregnancy, 8 weeks along. Presented with missed abortion. Diagnostic results: pelvic ultrasound: transabdominal and endovaginal ultrasound of the pelvis was performed. An intrauterine gestational sac with mean diameter of approximately 3.5 cm correlates with an estimated gestational age of 8 weeks 4 days. The gestational sac contains a normal appearing yolk sac, as well as a fetal pole with a crown rump length of 1.0 cm corresponding to an estimated gestational age of 7 weeks 1 day. However, no -fetal cardiac activity or fetal motion was demonstrated after prolonged real-time examination. A small hypoechoic 2 cm rounded mural fibroid in the lower anterior right uterus is an incidental finding. Moderate amount of free fluid with low amplitude echoes in the cul-de-sac likely represents hemorrhage. The right ovary is visualized on the transabdominal images only but appears normal and measures 3.6 x 1.7 x 3.8 cm. The left ovary also appears normal and is best seen on the endovaginal views and measures 4.5 x 3.4 x 2.2 cm. Immediately medial but separate from the left ovary is a relatively anechoic cyst measuring 3.6 x 2.6 x 4.2 cm. No other adnexal masses are appreciated. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pregnancy with contraceptive device, hemorrhage in pregnancy, device ineffective, abortion spontaneous. Most recent follow-up information incorporated above includes: on 31-jul-2018: plaintiff fact sheet & medical record received. Events depression, mental anguish, pregnancy with essure, hemorrhage in pregnancy, device ineffective, spontaneous abortion were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain/pain/pelvic area"), pregnancy with contraceptive device ("patient was 8 weeks pregnant"), abortion spontaneous ("missed abortion") and haemorrhage in pregnancy ("patient was 8 weeks pregnant with bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included lower abdominal pain, ovarian cyst and uterine fibroid. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and haemorrhage in pregnancy (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device) and surgery (dilation and curettage). Essure (ess205) was removed in (B)(6) 2008. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, abortion spontaneous, haemorrhage in pregnancy, depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, haemorrhage in pregnancy, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: (B)(6) 2005: as per mr:lady with pregnancy, 8 weeks along. Presented with missed abortion. Diagnostic results: pelvic ultrasound: transabdominal and endovaginal ultrasound of the pelvis was performed. An intrauterine gestational sac with mean diameter of approximately 3.5 cm correlates with an estimated gestational age of 8 weeks 4 days. The gestational sac contains a normal appearing yolk sac, as well as a fetal pole with a crown rump length of 1.0 cm corresponding to an estimated gestational age of 7 weeks 1 day. However, no -fetal cardiac activity or fetal motion was demonstrated after prolonged real-time examination. A small hypoechoic 2 cm rounded mural fibroid in the lower anterior right uterus is an incidental finding. Moderate amount of free fluid with low amplitude echoes in the cul-de-sac likely represents hemorrhage. The right ovary is visualized on the transabdominal images only but appears normal and measures 3.6 x 1.7 x 3.8 cm. The left ovary also appears normal and is best seen on the endovaginal views and measures 4.5 x 3.4 x 2.2 cm. Immediately medial but separate from the left ovary is a relatively anechoic cyst measuring 3.6 x 2.6 x 4.2 cm. No other adnexal masses are appreciated . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pregnancy with contraceptive device, haemorrhage in pregnancy, device ineffective, abortion spontaneous. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of product technical complaint. Incident no lot number or sa:mple available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device). Essure (ess205) was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Company causality comment . Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.